Manufacturer narrative:
(B)(4). Baxter follow-up medical assessment: there is no patient injury or harm to be reported. The scratches occurred intraoperatively on the polyethylene insert of the prosthesis, during the routine testing of the prosthetic range of motion. Apparently granules of floseal were still present in the surgical field (potentially due to insufficient irrigation). The scratches have been observed before closure, and the insert has been replaced and sent for evaluation to (B)(4). The evaluation has concluded that the scratches observed on the retrieved insert were similar to those caused by the floseal hemostatic matrix during experimental testing in a conventional and a cross-linked knee prosthetic insert. It appears plausible that excess floseal (product non reacted with the clot and not irrigated) has caused the scratches of the polyethylene insert. No patient injury has been reported. It is also not clear if similar scratches would occur with competitive prosthetic products or there is an issue with this specific prosthesis. If this hazard (potentially caused by a user error or errors) would have to reoccur, and would not be observed and rectified by surgeon, we cannot exclude a potential serious injury to the patient (as per regulatory definition). (B)(4). The initial MDR submitted on (B)(4) 2011 indicated that this case was an adverse event. Based on the follow-up medical assessment of the additional information received, there is no evidence of an adverse event to a patient. No additional information is available. This complaint will be kept on record for trending purposes.

Manufacturer narrative:
(B)(4). Based on the evaluation of the overall body of experimental, clinical, and post marketing safety data, there is no reasonable likelihood that the use of floseal matrix in accordance with its indications and instructions for use has the potential to damage the integrity of the prosthetic systems in joint replacement procedures. The risk for potential user errors that may trigger application-related occurrences is mitigated by observing the clear instructions contained in the floseal labeling regarding product application and removal of excess product (material not incorporated in the clot). We would, however, again, like to emphasize the general need for copious irrigation of the surgical field at the end of surgery before the joints taken through the range of motion testing to avoid surface damage of the insert.

Manufacturer narrative:
(B)(4). Baxter is currently reviewing the additional information. A follow up report will be submitted upon completion of the review.

Event description:
The surgeon performed a study with (B)(4) orthopedics on their poly product. Floseal was used in the first two procedures. Floseal was not used in the third and fourth procedures. The poly insert was observed to have similar issues with all procedures. The surgeon concluded that floseal was not causing defects with the poly inserts. Details of all procedures are described below: first procedure (performed on (B)(6) 2011): the surgeon used two (2) 10ml floseal units (lot #ha110219) on the patient's knee; the knee was flexed and extended 100 times. The poly insert was removed and examined. There was visible wear and a groove on the surface of the poly. The surgeon irrigated out excess floseal, placed a new poly insert in the patient, and closed the knee. Second procedure (performed on (B)(6) 2011): the surgeon used two (2) 10ml floseal units (lots #ha110119 and ha110223). The surgeon let floseal sit for approximately 5 minutes and then irrigated out excess product according to instructions for use (IFU). The knee was flexed and extended 100 times; the poly was removed and examined. Poly wear was still observed, but the wear was significantly less than what was observed with the 1st patient. The surgeon then placed a new poly in the patient and closed the knee. Third procedure (performed on (B)(6) 2011): implants were cemented in place. The cement was allowed to dry and the knee was cycled 100 times with no application of floseal. The poly insert was removed and examined for signs of wear. The insert showed visible signs of scratches and grooves. The poly was replaced, and floseal was applied according to the IFU (allowed to sit for 2 minutes, with excess product being removed with gentle irrigation). The patient's knee was closed. Forth procedure (performed on (B)(6) 2011): the same protocol was followed as the 3rd procedure. The poly was removed and examined; similar signs of wear were observed on this poly as observed with the poly in the 3rd procedure. Floseal was then applied according to the IFU (allowed to sit for 2 minutes, with excess product being removed with gentle irrigation). The patient's knee was closed.

Manufacturer narrative:
(B)(4). Baxter medical assessment: studies demonstrate that the wear of polyethylene components in total knees has another character than the wear in total hip prostheses. Aseptic loosening is the major cause of failure of joint replacement prostheses. Polyethylene implants removed at revision surgery regularly show wears. It is believed that the polyethylene particles released into the tissues as a consequence of this wear induce a tissue response that precedes aseptic loosening. It is also known that wear is dependent of prosthetic kinematics and also on stress pattern of the prosthesis. Microscopic metal debris from bone work during implant surgery may also play a role. Although unlikely, a causality assessment of the polyethylene wear and the use of floseal is yet not possible. (B)(4). No additional information is currently available. Baxter is currently in the process of following up with the surgeon for additional information. A follow-up report will be submitted upon receipt and evaluation of the additional information.

Event description:
Additional information received from surgeon at (B)(4) on (B)(6) 2011: the operating surgeon cements both the femoral and tibial implants and then places the polyethylene insert between the two metal implants. Range of motion (rom) is tested to ensure a proper fitting and functioning knee implant. It is immediately after the rom testing, during the initial arthroplasty procedure that the operating surgeon noticed the scratches on the polyethylene insert. The operating surgeon provided (B)(4) with one kit of floseal which had been prepared according to the instructions for use (IFU); floseal has been placed between the femoral implant and the polyethylene insert. After rom testing, (B)(4) examined the insert and saw scratches. (B)(4) is unfamiliar with the operating surgeon's application technique of floseal but believes he's seen the scratches both with and without irrigating the excess prior to rom testing. No other customers have notified (B)(4) of similar scratches. (B)(4). Additional information received from operating surgeon on (B)(6) 2011: the surgeon stated he contacted (B)(4) regarding the scratching of the polyethylene insert portion of the implant. He stated he sent one kit of floseal to (B)(4) for testing to prove his claim. He explained that the scratching (B)(4) saw matched the scratching he complained about, but (B)(4) exposed the implant to greater than normal pressure (specifically on the posterior condyle area) then used during usual rom testing intra-operatively. He described his application technique as follows: release the tourniquet with the temporary insert in position. Treat all visibly bleeding sites with bipolar cautery (not floseal). Re-inflate the tourniquet, inject the soft tissues with epinephrine. Apply floseal (no description of active bleeding, no description of approximation or description of length of time floseal given to work). Replace temporary with polyethylene insert; tourniquet released; irrigate product (irrigation was described as "lavage" or "gentle, pouring water from a basin multiple times" each time getting fewer and fewer loose gelatin granules).

Event description:
A surgeon reported to a baxter sales representative that floseal was used in a total joint surgery. The surgeon believed that the floseal has caused poly wear to the joint. Additional information received from reporter on (B)(6) 2011: poly wear refers to polyethylene scratches.